Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and issues were found related to the reported condition during the evaluation. Visual inspection performed with the following issues noted: patient adapter flared. Leak testing performed with the following issues noted: leak between patient adapter and titanium adapter. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was confirmed for the reported problem. If additional relevant information is received a follow-up will be submitted.

Event description:
It was reported to baxter (B)(4) that a uv flash transfer set had leakage from the patient connector during use. The product was used for 10 days. There was no patient injury or medical intervention reported. There was patient involvement.